Manufacturer narrative:
(B)(4). Title: comparison between a novel knotless technique and the conventional single knot technique of laparoscopic radical prostatectomy by novice laparoscopists source journal of international medical research, volume 46, 2018 (4472¿4479) article number: 11 date of publication: 4 april 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, the study aimed to investigate a novel knotless technique in traditional laparoscopic radical prostatectomy. The study included 68 patients that had this novel technique performed in laparoscopic radical prostatectomy (knotless group). The knotless urethrovesical anastomosis technique was conducted using a unidirectional single running fashion with a barbed self-retaining suture. First, a knotless suture of the dorsal vein complex (dvc) was conducted using a barbed self-retaining suture; with three suture bites at the same location without any clips. Second, the knotless anastomosis technique was conducted using a unidirectional single running fashion with a barbed self-retaining suture with one needle driver. Post-operatively it was reported that 2 patients had anastomotic leakage, and 2 patients had lymphatic leakage.